Event description:
The pt experienced a lack of efficacy; it was unk when the symptoms started. The healthcare provider was unable to aspirate fluid through the catheter access port; the reason was unk. No troubleshooting was done. A revision was being planned. The pt was "doing well" and in "good spirits." The physician increased the pt's dose. The device system was used to deliver baclofen (500 mcg/ml increased to 200 mcg/day). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).